Manufacturer narrative:
(B)(4). The entry does not represent the date of birth of the patient and should be read as no information.¿ (B)(4).

Event description:
It was reported that the warm up restarted during sensor session. The sensor was inserted into the abdomen on (B)(6) 2021. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined. No injury or medical intervention was reported.